Event description:
Additional information was received and states that: could you please clarify what the allegation regarding the device is? Broken attune pin puller - due to wear & tear can you confirm when this was found, pre-op intra or post-op? - pre-op no patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received that "broken attune pin puller¿. This complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "pc-(B)(4)- pc request ppg plymouth_" the photo investigation revealed that ¿254500060, attune pin puller¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune pin puller would contribute to the complained device issue. Based on the investigation findings, attune pin puller broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2025 the attune pin jack broke. There was no patient or procedure involvement.